Event description:
All I know, my son had a defibrillator device in him and it failed him while he was in hospital. They released him with the device fail, sent him home then on (B)(6) 2016 he died. My son had a defibrillator put I him about one and a half ago. It failed on (B)(6) 2016. Doctors sent him home with a failed device in him. It's on his death certificate. It never shocked him caused they kept it undone because they could not hook 3 leads to device for his heart. It was left out for almost 7 months or more. When they did hook 3rd lead up it failed (B)(6) 2016. Sent him home with it and he died cause of head failed cause it was not working. Operated on him and device failed they left him in. A medical device failed my son (B)(6) on (B)(6) 2016. Just got out of hospital.